Event description:
During a cholecystectomy procedure, clip was not loaded to the jaw from the beginning. Another device was used to complete the case. There were no adverse consequences to the patient. No device returning.